Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault after connecting to batteries. The alarm was cleared and did not return. Log files were submitted for review and captured on (B)(6) 2024, starting at 7:03:54, driveline power faults. It was confirmed that the faults were due to driveline damage. The modular cable was replaced, and the alarms resolved. The patient was educated on the importance of driveline care.

Manufacturer narrative:
Section d1 was corrected. Section d4 was corrected. Section h5 was corrected. Section h8 was corrected. Manufacturer¿s investigation conclusion: review of the log file data provided by the account confirmed a driveline power fault alarm, which was communicated to be due to modular cable damage. It was reported that the modular cable will not be returned for evaluation. The controller event log file contained events spanning from 03jun2024 to 04jun2024. A driveline power fault alarm became active on (B)(6) 2024 at 07:03:54 and persisted for the remaining approximately 72 minutes of the log file. The alarm was immediately preceded by a power a broken fault. No other notable alarms or unusual events were captured. The pump appeared to have been operating as intended at the fixed speed. The relevant sections of the device history records for heartmate 3 modular cable (lot number 8764061) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.